Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that the patient presented for a follow up and the pulse generator exhibited backup vvi operation. The battery status was low due to normal elective replacement indicator. The device was explanted and replaced on (B)(6) 2011.